Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently the aneurysm is 7 cm in diameter. It was reported that during a follow-up CT scan, proximal and distal type I endoleaks were found. The physician stated both endoleaks were due to disease progression. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the valiant 46/46/100 was the distal stent graft.

Manufacturer narrative:
(B)(4)